Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2009. Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was rising. Analysis of the device memory also indicated pacing capture threshold in the right ventricle was elevated and the pacing capture threshold in the right ventricle was rising. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited rising and high thresholds and gradual increasing pacing impedance. Calcification or mineralization on the lead tip was suspected. The lead remains in use and will continue to be monitored. No patient complications have been reported as a result of this event.